Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to bent infusion cannulas. This started 3 weeks prior to report when pt started using a new type of infusion set. One infusion set leaked insulin. She was unable to determine where the leak occurred, but she could smell insulin. Pt reported at least 50% of the infusion sets caused elevated blood glucose due to bent cannulas. Infusion headsets were inserted in her stomach, and pt followed proper technique for manual insertion. The insertion device was not used. Normal blood glucose is 150-170 mg/dl, and blood glucose elevated to the range of 250-425 mg/dl. Pt changed the headset and delivered a correction bolus as treatment for hyperglycemia. Blood glucose increased immediately following insertion of the headset or during the next day. The cannulas were all bent in different places, and there was never more than one bend. Pt followed the written instructions that came with the product. Infusion sets were requested for eval and replaced with a different type of infusion set. The pt did not require treatment from a health care professional or second party to address the issue.